Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button required multiple presses before the pump turned on. Additionally, it was reported that the pump screen was unresponsive. Reportedly, when the customer attempted to unlock the screen, the customer was unable to press the "3" button during the "1-2-3" step. The customer's blood glucose level was 200 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions were verified and a different issue was identified.